Event description:
Reported via journal article. It was reported that serious injuries and death(s) occurred. Methods: this retrospective, multicenter study analyzed gender-specific outcomes in 650 patients who underwent left atrial appendage closure (laac) with the watchman flx closure device between march 2019 and may 2022, drawn from the italian-flx registry. Results: periprocedural complications included 2 patients who experienced a cerebral vascular accident, 1 patient who experienced a transient ischemic attack, 14 patients experiencing major bleeding, 8 patients experienced minor bleeding, and 2 patients experienced a pericardial effusion with cardiac tamponade. 2 patients were reported to have died periprocedural. The average follow-up time was 354 days. A total of 16 patients died of cardiovascular death. 9 cases of ischemic stroke were recorded, while 11 patients suffered from tia. 15 patients experienced major bleeding. A total of 29 patients experienced minor bleeding.

Manufacturer narrative:
B2 date of death - article publish date used as death date is unknown. B3 date of event - article publish date used as event date is unknown. D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided in the literature article. D6a implant date was reported as march 2019 through may 2022. Literature citation: bonanni, m., frazzetto, m., nardone, a., meucci, f., musto, c., quaranta, g., ... & berti, s. (2024). Gender differences in outcomes after left atrial appendage closure with watchman flx device: insights from the italian-flx registry. Frontiers in cardiovascular medicine, 11, 1419018. Doi: 10.3389/fcvm.2024.1419018.